Event description:
Patient's next of kin concerned with validity of test because patient tested positive and then negative on the (B)(6) 2021.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one (B)(6) curative test on (B)(6) 2021. The patient's test sample (barcode# (B)(6)) was collected (B)(6) 2021, received by the lab january 22, 2021 2:59 am est, and initially resulted in plate-(B)(4) with a viral CT value of 38.22, which is in the repeat range. The patient's test sample was then repeated for a second time and resulted in a viral CT value of 36.25, indicating a (B)(6) result. This (B)(6) test result was released to the patient on (B)(6) 2021 10:16 am est. No corrections were made to this test report upon release. In addition to the patients' records, it was found that the patient took two more curative tests - both of which resulted (B)(6) ((B)(4)). Per the clinical lab's investigation, results for sample (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample (B)(6) was located on plate- (B)(4) at position d3. Plate- (B)(4) contained one empty well at position h12 and displayed zero human and viral amplification. Plate-(B)(4) was created using the hamilton in plating ((B)(4)), manually extracted ((B)(4)) using the norgen kit lot# 599343), and manually prepared for qpcr using a mastermix from batch 31. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Six of the eight wells surrounding d3 were (B)(6) with viral CT values ranging from 28.95 to 35.17, however, we have no reason to believe that sample (B)(6) was contaminated by any of these surrounding (B)(6) samples. Customer success spoke to the patient's next of kin and advised them that the test results were correct and accurate. The next of kin were told that these results were likely due to virus shedding. Customer success explained what virus shedding is and provided details on how the next of kin could seek further information on how this can occur. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.